Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report..

Manufacturer narrative:
(B)(4). Catalog number :11-363665 lot number :559530 brand name : 36mm cocr modular head. Catalog number :010000821 lot number :6155242 brand name : 36h highwall liner. Catalog number :00-6250-065-30 lot number :63999552 brand name : 6.5x35 trilogy screw. Unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised approximately 48 days post implantation due to migration of the cup through the medial wall of the acetabulum. No additional information on the reported event is unavailable at this time.